Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the water jet tube buckled, the root brace rubber flexible tube cut, the air water channel buckled, the ccd module disconnetion, and the light guide fiber bundle (lcb) disconnection. Based on the result, we concluded that it was caused due to an excessive force applied on the air and jet channels; however, other failures are not related to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result: component code, investigation findings, and investigation conclusions. Additional information: b5: there was no report of patient harm. H2: follow up type h6: coding added based on the investigation result: health effect - clinical code and health effect - impact code. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Date rec¿d by MFR: this device is not distributed in the USA, therefore there is no 510k available. International medical device regulators forum (imdrf) adverse event reporting medical device problem code: 2889 deformation due to compressive stress component code: 525 tube. Type of investigation: 10 testing of actual/suspected device. We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) region. The event occured before use. The user reported that the air and jet channel buckle in the angulation area pentax model ec-3890fk, serial (B)(4). The device was returned to pentax medical service center for further evaluation, where the inspector confirmed the user narrative.